Manufacturer narrative:
Investigation summary: ninety four open 32g x 4mm pen needle samples were returned from lot. No. 0189498, cat. No. 320561. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on sixty eight samples, a broken non patient end of cannula was observed on twenty samples and no issues were observed on the remaining six samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 20 bd ultra-fine¿ pro pen needles had broken non-patient ends. The following information was provided by the initial reporter, translated from german to english: "bent needles npe" via bd investigation: "visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on sixty eight samples, a broken non patient end of cannula was observed on twenty samples and no issues were observed on the remaining six samples."